Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation of returned guidewire revealed stretch of coil, further microscopic close observation revealed core wire was broken at approx. 8mm and missing, inner twist core and coil were confirmed to be broken at approx.1mm from tip end. Core wire breakage site showed the trace of breakage due to pulling force. Lot history review revealed no anomaly relating with the reported event. No other similar incident report was received for this lot products. Based on the obtained information, it is inferred that the tip of guidewire was trapped by the deployed stent when the aspiration catheter was negotiated to advance over the guidewire for re-aspiration, and slight stretched. Before or during removal by the snare, the tip was pulled apart due to the force exceeding the product's design limit. IFU warning section of the IFU describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, subject guidewire was advanced to rca #!1 lesion for aspiration and stenting. After 3 times post dilatation and guidewire removal, angiogram revealed thrombosis at the stented section. Subject guidewire was inserted again without problem, but advancement of aspiration catheter over the guide wire failed at the proximal end of the implanted stent. During negotiation, physician felt some irregular with the guidewire, slight coil stretch was observed. During retrieval of the guidewire using a snare device, guidewire tip was broken and some part remained in the anatomy. The broken fragment was left in the anatomy at the physician's discretion. Reportedly, no complication has been observed with patient.